Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v945723, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy. This was due to a sudden change in therapy in (B)(6) 2015. The patient had symptom return and could not feel stimulation in the past couple of days. The patient's therapy was on. The patient had tried all 4 programs and couldn't feel stimulation on any of them. There were no falls or trauma that could be related to the issue. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.